Event description:
When transferring a pt from the bed to a shower chair, the sling bar came off the lift strap and the pt fell back onto the bed. No injury alleged.

Manufacturer narrative:
A non hill-rom tech did an eval of the lift and could not find any defects. The facility has stated that the sling bar probably was not attached according to the instruction guide. The instruction guide, 7en120114-01, states: before lifting always make sure that the lifting accessory is correctly applied to the lift.